Event description:
The radiofrequency programmer head was returned as a trade-in device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head's uplink functional tests were out of specification. It was additionally noted that it passed all good tests with a known good cable. The head was to be sent on for repair and restock. Concomitant medical products: product ID 229047 software analyzer. (B)(4).